Manufacturer narrative:
Other text: three pictures and one unit were returned for analysis. In the picture it could be seen that the male luer was broken at the middle. Instructive for use was reviewed: (10012333-003 rev. 100 IFU, ext set, cadd, m-luer, clamp, 0.2 disk filter, asv w-m-luer.) On section cautions says: do not use this product if it appears damaged." Based on the conditions of the sample received and analysis of instruction for use, it is most likely that male luer was broken once it left smiths medical facilities. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a cadd extension sets. It was reported that the male ll connector broke which resulted in leakage. This occurred with one young patient. No injury was reported.